Event description:
It was reported that the bowel grasper instrument outer lining was noted to be peeling during a da vinci whipple procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the distal end of the main tube had various scratch marks exhibiting large amounts of material removal and a rough surface finish. The scratches were long in length and aligned with the tube. The largest scratch measured about 3.5 inches, and the second scratch measured about 0.266 x 0.118 and the last scratch about 0.243 x 0.143. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, could likely cause or contribute to an adverse event if the failure mode were to recur.